Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt stated, this is her first day to use this insulin infusion device and she is experiencing elevated blood glucose readings. She stated her blood glucose reading was 268 mg/dl prior to eating dinner tonight, and it currently is in the 400's mg/dl with her normal range being around 120 mg/dl. She stated she is not having any high blood glucose symptoms. The pt stated there was a large air bubble in her cartridge of insulin. The pt was instructed on how to prime to remove the air bubble. On follow up, the pt stated her blood glucose reading was still a little high at 315 mg/dl. During troubleshooting, the pt was instructed to check her bolus history and it was discovered that the pt had not pressed the up arrow as needed to deliver the bolus. The pt was educated on how to administer a bolus and how to check her bolus history. The pt was advised to contact her doctor to get a precise bolus regimen for high blood glucose. On further follow up, the pt stated her blood glucose is fine. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.